Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the call, the autopulse platform (sn (B)(4) was used for a female patient in cardiac arrest. The platform displayed the fault code 16 (timeout moving to take-up position) and user advisory (ua) 23 (compression will exceed three revolutions) error messages. Per the reporter, the patient was repositioned on the platform, but the issue could not be resolved and as noted by the crew, the lifeband would not resize the patient to resume the compressions. The crew performed manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(6) displayed the fault code 16 (timeout moving to take-up position) and user advisory (ua) 23 (compression will exceed three revolutions) error messages were confirmed based on the review of the archive data, but it was not replicated during functional testing. The root cause of the intermittent errors was corrosion on the brake housing area of the drivetrain motor, likely attributed to maintenance. A review of the autopulse platform archive revealed that daily checks were not performed regularly. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform for the last 4 years. Daily device checks are required per the user manual to help prevent the gap from seizing. Also, storing the autopulse in a low humidity location could help prevent the brake gap from seizing. During visual inspection, the front and the bottom enclosures were observed to be cracked at the screw well area, and the top cover was cracked at the lower corner on the patient's right-hand side. The observed physical damages were unrelated to the reported complaint and resulted from harsh impact due to user mishandling. The enclosures and the top cover were replaced to address the issues. The archive data was reviewed and showed multiple fault code 16 and user advisory (ua) 23 error messages on the customer's reported event date, thus confirming the reported complaints. In addition, unrelated to the reported complaint, the archive showed the presence of the fault 41 (patient temperature sensor failure) message, which was reproduced during the functional testing. During the initial power-up, the platform displayed fault 41 (patient temperature sensor failure) message, unrelated to the reported complaint. The patient's surface temperature reading at 127 °c. The patient contact surface temperature sensor is outside the normal range of 45°c during the power-on-self-test. The root cause of the fault 41 error was due to a defective temperature sensor likely attributed to the device's aging. The autopulse platform was manufactured in 2015 and is 7 years old, past the expected serviceable life of 5 years. The temperature sensor was replaced to address fault 41. Upon further testing, the drive train motor was observed rusted/corroded at the brake housing area. The motor's brake assembly was seized from the corrosion and prevented the motor from rotating (initiate compression). Due to the drive motor's brake assembly being seized and will have to travel out of the specified range to the calculated compression depth, the autopulse platform prompted fault 16 and ua 23. The corrosion was removed by cleaning it with isopropyl alcohol (ipa). The platform was further tested and during the run-in test stopped after several compressions due to the system error 139 (unable to hold compression position) error message, unrelated to the reported complaint. The brake gap inspection indicated that the drive train motor brake assembly air gap was too wide (0.012 "). The brake gap was not adjustable and continued to be out of specification (0.008" ± 0.001"). The defective drive train motor with the clutch plate was replaced to address the system error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified that the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6) .